Event description:
Device 1 of 2: ref MFR report #: 1627487-2013-11661. The patient has three leads (two were from the same lot). It was reported the patient had significant nerve damage. In turn, stimulation caused nerve irritation and worsened her pain. As a result, the patient's scs system was explanted. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.